Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. Visual analysis of the returned device noted bloodstain inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. Approximately 0.6cm of the distal tip assembly was broken off from the catheter and was not returned with the device. Examination of the separation site showed stretched areas, suggesting that the break occurred from excessive force applied. During image characterization testing, a good square image appeared in the system and the product performed within specification. The reported lost image issue undeterminable and appears did not cause or contribute to the observed tip detachment. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." Additionally, the dfu instructs inspection prior to use: before use, inspect the packaging for any violation of the sterile barrier and inspect the catheter and accessories for any damage or defects. Do not use potentially contaminated or defective equipment. Prior to imaging, all equipment to be used during the procedure should be carefully examined to ensure proper performance. The review of the device labeling found that the device was possibly used against the dfu as follow up responses received noted: "...the customer noticed that something is wrong with the tip of the device, before procedure..." As well, severe resistance was encountered when removing the device, the physician had to apply "...excessive force in order to remove the device..." (Removed the guidewire and catheter together). This is consistent with the device analysis, as examination of the separation site showed stretched material. While the device was possibly used against the dfu, it cannot be definitively determined if this lead to the issues with this device.

Event description:
It was reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound (ivus) catheter, being used to image a 99% stenosed calcified lesion in the superficial femoral artery (sfa), had the image disappear. Upon inspection of the returned device for a reported image issue it was noted that the tip was missing from the catheter. The manufacturer performed follow-up and obtained additional information. The physician stated that when withdrawing the device he had encountered severe resistance and applied excessive force in order to remove the catheter. The catheter and guidewire were removed together along with the detached tip, which was disposed of at the facility. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound (ivus) catheter, being used to image a 99% stenosed calcified lesion in the superficial femoral artery (sfa), had the image disappear. Upon inspection of the returned device for a reported image issue it was noted that the tip was missing from the catheter. The manufacturer performed follow-up and obtained additional information. The physician stated that when withdrawing the device he had encountered severe resistance and applied excessive force in order to remove the catheter. The catheter and guidewire were removed together along with the detached tip, which was disposed of at the facility. No patient complications were reported.